Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Associated malfunctions for this device; poppet valve not shifting, pe valve not shifting and zip ties are leaking.